Event description:
The device was used by the hosp staff to administer a defibrillator shock to a pt diagnosed in cardio-pulmonary arrest. After the first shock was administered, the operator allegedly noticed that one of the paddle discharge switch buttons had become detached. Further use of the device was inhibited. The pt was not resuscitated. The reporter indicated the alleged malfnction did not cause or contribute to the pt's death. The basis for this opinion was not reported.